Manufacturer narrative:
MFR received date: 15 jul 2019. Date of report received: 09 aug 2019. The manufacturer's field service engineer confirmed the reported problem. The manufacturer's field service engineer replaced the user interface assembly to address and correct the reported event. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 16jul2019. A follow up report will be submitted once the evaluation is complete.

Event description:
The customer reported a ventilator with a touchscreen failure. There was no patient involvement or harm.